Event description:
It was reported that the unspecified bd safe-clip¿ jammed and would not cut the needles. The following information was provided by the initial reporter, translated from spanish: "in connection via teams with the patient's attendant, the attendant in the training mentions "it is that the needle cutter got stuck and does not cut the needle" he is asked to exercise with the device indicating that he does not have it at the moment."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd safe-clip¿ jammed and would not cut the needles. The following information was provided by the initial reporter, translated from spanish: "in connection via teams with the patient's attendant, the attendant in the training mentions "it is that the needle cutter got stuck and does not cut the needle" he is asked to exercise with the device indicating that he does not have it at the moment."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.